Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) via a patient. Patient said their battery depleted prematurely and denies any falls, car accidents, emi, or mris. The rep saw the patient for what they assumed to be a routine battery replacement. The rep said the patient was very upset with the company and has already called into corporate to complain that they expected their battery to last 5 years, but it only lasted 2.5. The rep said the patient said the company will be paying for the procedure. Records show the patient was implanted in (B)(6) 2014, and the programs were set between 4.2-4.9 v. Patient states that they were not usually set that high and that someone at the hcp's office adjusted her settings that high in (B)(6) 2017. Rep asked why the patient's settings were increased and the patient said they weren't feeling stimulation no matter what position they were in so the office turned up her settings until the patient felt stimulation. The hcp and rep explained that 5 years is the average battery life, but it is dependent on voltage and usage. It was further explained that some batteries will deplete quicker, and that is expected when settings are increased. However, the patient expected 5 years and said the company will be paying for the procedure. The rep explained to the patient that the rep doesn't have control over this, but will file a report for this event. The rep performed an impedance check and all electrodes were within normal range. They also performed a battery check which showed all programs were at low capacity. The battery was replaced and a new lead placed, demonstrating lower thresholds for stimulation with the healthcare provider's (hcp) hope to extend battery life. Post-operatively, the patient was feeling all 4 standard programs c1-c4 under 2 v between the vagina and rectum; they stated stimulation was comfortable. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Supplemental to add patient weight as it was determined in follow-up. No other information available at the time of this reported.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy. At first, the patient was only going once during the evening, and then suddenly, started going 3-4 times a night. The patient use to go every 3 hours, but now they go every 1-1.5 hours. As a result, the patient isn't getting any sleep and the frequency is interrupting their job. They went to see their urologist on (B)(6) 2017 who told them their ins is dead, but later said the ins had little battery left. Patient is upset because they were told the ins would last 5 years, but it only lasted for 2.5 years. Now, the patient has to be opened up again. Patient wants to send their surgical bill to the manufacturing company because they believe the product is bad. The process of returning the product for analysis was reviewed and the manufacture representatives (rep) in the area were emailed regarding product return. The patient is scheduled for a replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.